Event description:
A report was received that the patient had a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead with preloaded enhanced stylet - 50 cm.

Manufacturer narrative:
Event date: 2011. Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient¿s leads were explanted and was re-implanted with a new lead.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision wherein the lead was replaced. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a revision procedure for an unknown reason.